Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system displayed cuvette not dry before first reagent dispense error and the reagent syringe was leaking. Customer reported that no erroneous results were generated or reported. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical specialist (cts) instructed the customer to check the reagent syringe. The customer found that the reagent syringe was loose. The cts instructed the customer to re-install the reagent syringe. The cts advised the customer to perform wash all cuvettes and run quality control. To date, customer has not reported on any further syringe leak or cuvette not dry error code.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).